Event description:
It was reported that high impedances were measured on the patient's device. It was noted that these impedance values were greater than 20 ,000 ohms. It was further noted that multiple pairs were open circuits. It was indicated that the patient was receiving "good stimulation." It was noted that the patient "had a brain tumor and needed an MRI performed." Additional information received reported that the MRI was scheduled to be performed on (B)(6) 2012 and the "facility was compliant with the manufacturer's requirements." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).